Event description:
It was reported that following laparoscopic sagb insertion (implant date in 2003), the pt experienced an undetermined length history of aspiration, reflux, and cough. The pt had an upper gi series showing the device was obstructing the inflow to the stomach and the esophagus was dilated. The pt was hospitalized in 2008, and the device was explanted in 2008. There was no other reported pt complications.

Manufacturer narrative:
Date sent: 2/20/2008. Info anticipated, but unavailable at this time.